Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with a pre-operative diagnosis condition of cervical herniation utilizing a cage device for acdf and corpectomy therapy. It was reported that acdf was performed at c4/6, corpectomy was performed at c5. After unpacking, the cage was taken out and the expanding was checked by hand, the cage was able to expand even though there was a feeling that the cage was caught slightly. After that, the cage was attached to the inserter, and then the expanding was checked. During checking, it was said that the cage was caught on the way and could not expand. At that point, it was decided that the cage would not be used, and a new cage was opened and used, and the operation was completed successfully, so it was said that there was no problem with the inserter. This was a verification that the physician did in the sterile field and the sales rep watched it sideways. After the operation, the physician checked the cage and the inserter. The physician said that the cage could extend, but when the locking screw in the center was turned, it interfered with the mechanism at the tip of the inserter, so the cage could not expand. In the hcp's opinion, the position of the locking screw was too delicate. The physician thought that if there was no locking screw in the proper position, the cage would be difficult to expand and the structure was extremely delicate. Certainly, how much the cage could expand will change if the tightening condition of the locking screw is changed. There was a delay in the procedure by less than 60 mins. There were no patient symptoms or complications reported. There were no further complications reported/anticipated regarding the event. Update : the implantation has just been performed last week, so it is considered that bone union is in progress. Normally, it should take several weeks to determine the bone union.

Manufacturer narrative:
H3: visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The implant appears to function as intended. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with a pre-operative diagnosis condition of cervical herniation utilizing a cage device for acdf and corpectomy therapy. It was reported that acdf was performed at c4/6, corpectomy was performed at c5. After unpacking, the cage was taken out and the expanding was checked by hand, the cage was able to expand even though there was a feeling that the cage was caught slightly. After that, the cage was attached to the inserter, and then the expanding was checked. During checking, it was said that the cage was caught on the way and could not expand. At that point, it was decided that the cage would not be used, and a new cage was opened and used, and the operation was completed successfully, so it was said that there was no problem with the inserter. This was a verification that the physician did in the sterile field and the sales rep watched it sideways. After the operation, the physician checked the cage and the inserter. The physician said that the cage could extend, but when the locking screw in the center was turned, it interfered with the mechanism at the tip of the inserter, so the cage could not expand. In the hcp's opinion, the position of the locking screw was too delicate. The physician thought that if there was no locking screw in the proper position, the cage would be difficult to expand and the structure was extremely delicate. Certainly, how much the cage could expand will change if the tightening condition of the locking screw is changed. There was a delay in the procedure by less than 60 mins. There were no patient symptoms or complications reported. There were no further complications reported/anticipated regarding the event. Update: the implantation has just been performed last week, so it is considered that bone union is in progress. Normally, it should take several weeks to determine the bone union.